Manufacturer narrative:
This report is being supplemented to provide additional information, based on evaluation and the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely, that e315 was indicated, due to the effect of foreign material or liquid inside the socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center incompatible scope error e315, internal buffer error e209 and error e402. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.